Event description:
It was reported that during a laparoscopic myomectomy procedure, the device gave a solid tone. No error code appeared on the generator. The instrument would not retest. Another device was opened to complete the case. No pt consequence.

Manufacturer narrative:
H6: blade damage cracked tip. Analysis summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 was rec'd. The identified blade damage may have occurred from external contact during a pre-op or general use. For this reason the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activiated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." The batch record was reviewed and no anomalies were noted during the manufacturing process.